Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed, in the device. Additional observations: deformation is observed. Yellow particles were observed, on the shell. No further actions are required, as the device was implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: yellow particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ll. The device has been explanted and replaced with a non-allergan device.